Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers were not detected on bus, and it had an issue with row tray. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 and 3 was not detected on the bus. A field service engineer (fse) powered off the device, reseated the row board cable, logged into the hardware test application and identified a row b drawer 1.2 failure. The fse then reseated the row board cable at row tray, but the issue remained unresolved. The fse identified that the row tray b required to be replaced and ran functionality test and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers were not detected on bus, and it had an issue with row tray. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.